Event description:
The surgeon reported the trocar cannula broke while in the eye. The surgeon enlarged the sclerotomy to retrieve the embedded broken trocar. The surgeon sutured the wound. The pt outcome is excellent.

Manufacturer narrative:
The trocar was rec'd for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.